Event description:
Additional information received stating jj visited site with (B)(6). Met with (B)(6) stated while he did discontinue implanting restor 2.5t0 (B)(6) 2018 he decided to implant another 2 patients early in 2019. One of those also developed inflammation and he has once again discontinued implanting restor 2.5t0. He continues to implant other alcon iols. Reviewed and discussed investigation. No single root cause has been identified. Discussed the multifactorial nature of post-operative inflammation. Informed him that the lots involved in his cases were distributed worldwide with few, if any, cases of inflammation elsewhere. With his cases there is a bimodal distribution of onset of inflammation which also implies a multifactorial nature. Dr. (B)(6)I appreciated the visit and plans to continue using alcon lenses except for the 2.5t0. He will use panoptix as his primary multifocal. He will let us know if anything changes.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, a patient experienced acute uveitis in the left eye. The patient underwent treatment and is currently does not have any more difficulties. Additional information has been requested.